Manufacturer narrative:
The reference device was not returned to the service center for a physical evaluation. The exact cause of the reported event cannot be determined. Service center followed up to obtain additional information regarding the reported event but with no result. However, if the device is returned at a later date or any additional information receives, this report will be updated accordingly. The instruction manual warns users ¿before use, prepare, and inspect the instrument as instructed. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead.

Event description:
The service center was informed that when pressure was applied to the hx-202ur clip it came apart with the spring on it and was retrieved. The procedure was completed using a similar device. There was no patient injury reported.